Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. On an unreported date during hospitalization, the patient began treatment with unspecified drug(s) (medication, route, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, the peritoneal dialysis catheter was removed and dianeal therapy was discontinued. Hospitalization was ongoing. The patient was recovered from the event. No additional information is available.